Manufacturer narrative:
Batch review performed on 30 june 2022 lot 181581. Lot 181581: 40 items manufactured and released on 14-may-2018. Expiration date: 2023-04-25. No anomalies found related to the problem. To date, 25 items of the same lot have been sold without any similar reported event during the period of review.

Event description:
The patient came in reporting pain due to a ruptured extensor mechanism. The surgeon repaired the extensor mechanism and swapped the poly. The surgery was completed successfully.